Event description:
A physician reported a patient who was skin tested in the forearm with negative results on 17 february 1999. On 27 february 1999, the patient developed facial and neck edema, facial hyperemia, and parathesias of the arms and legs. On 27 february 1999, the physician prescribed intramuscular urbason. The symptoms resolved on 02/march 1999. The physician considered the symptoms product related.